Manufacturer narrative:
The ca2 reagent lot number was 77589001 with an expiration date of 30-apr-2025. It was found that the nozzle on a rinse unit was dripping. The field service engineer (fse) repaired the dripping nozzle and the issue was resolved.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c 702 module. Patient 1 initial result was 1.37 mmol/l. The repeat result was 2.10 mmol/l. Patient 2 initial result was 1.38 mmol/l. The repeat result was 2.09 mmol/l. No questionable results were reported outside of the laboratory.